Event description:
Patient reported that he was asleep for three hours and when he got up, his blood glucose was 314 mg/dl and his device's display was blank. Patient stated that he never received a low battery alarm. Patient also reported that the device's audible alarm (beep) is not functioning correctly. Patient self-treated high blood glucose by bolusing.